Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted an anomaly in the lead body approximately 15 cm from the is-1 terminal pin. An x-ray was performed to assess this area. The x-ray confirmed that there were no fractures however the conductor was deformed.

Event description:
.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted as the lead would not sense. The lead was explanted. Visual inspection noted that the lead was kinked and that there was a fracture near the coil. No adverse patient effects were reported.